Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted a broken line in the cart portion when attempting to tighten connections. The lines were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak in the cart during installation. There was no patient involvement, and no adverse event reported.